Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced, the sys software was reloaded and the cine drive was reformatted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys froze during fluoroscopy. No pt injury was reported.